Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed at the small tubing and fantail region. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical and mechanical tests performed. An excessive current was measured, which is believed to be due to a short circuit inside the analog chip. This ultimately caused the current leakage reported. The reported complaint of non-auditory sensation could not be verified during this analysis, which was due to the electrode being damaged prior to receipt. However, an electrode having current leakage was confirmed during the analysis of this device, which is believed to be due to a short circuit inside the analog chip. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues, despite device testing being within normal limits. The recipient presented with balance issues which resolved with programming. External equipment was exchanged: however, the issue did not resolve. Programming adjustments were made, and improvement was noted. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.